Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent. Lawyer-filed report - (B)(4).

Event description:
It was reported that the plaintiff was implanted on or about (B)(6) 2009 with a perigee mesh sling for treatment of a bladder prolapse condition. On or about (B)(6) 2010, the plaintiff was implanted with a second non-ams mesh device to treat the bladder prolapse. The plaintiff immediately suffered severe pain and discomfort in her vagina, abdomen and pelvis and is unable to stand or walk for prolonged periods of time. She has had trouble urinating, suffered from pelvic pain, bleeding, severe infections on an ongoing basis, and cannot engage in sexual relations. The plaintiff has undergone numerous surgical and medical procedures including, but not limited to surgical procedures in an attempt to remove the mesh. The attempts to remove the mesh to date have been unsuccessful. The plaintiff continues to live in constant pain. The plaintiff has experienced significant physical, psychological and emotional pain and suffering, and has sustained permanent and debilitating injuries, as well as severe problems with incontinence and prolapse.